Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 hotline complaint of not being able install the pcb board was not duplicated during testing. The device arrived in new condition, testing was down to duplicate event and this was unable to be duplicated as device passed testing and calibration. No fault could be established with the controller board and no finding. Complaint was not verified.

Event description:
It was reported that customer installed a replacement board, but replacement board did not function. No adverse patient effects were reported.